Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this valve 33mm valve implanted in the mitral position in a critical patient was explanted at implant due to inadequate coaptation resulting in a massive regurgitation post-operatively. As reported, the surface of 2 leaflets was observed to be shorten. Surgery was resumed to replace the valve. After the second intervention, the patient left the op room under ECMO in heart failure and in critical condition.